Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "chip e-prom" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.